Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016, to report that on (B)(6) 2016, the patient had an out of range error for an unknown length of time. There was no report of injury or medical intervention. No additional event or patient information is available.